Event description:
Reporter alleged obtaining discrepant blood glucose results on the aviva system of 409 mg/dl when using comfort curve test strip lot number 300429 back to back with a result of 154 mg/dl when using comfort curve test strip lot number 300781. Reporter stated he was not feeling good and was unable to state what kind of symptoms he was having during the time of the testing. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
This medwatch is for the suspect comfort curve test strips lot number 300429. Reference medwatch for the suspect comfort curve test strips lot number 300781.